Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated the alarm occured short after inserting a new battery and this happen every time she inserts a new battery. The customer stated the alarm is recurring during normal use. The customer was advised that the device would be replaced. The customer was advised to monitor pump and that may continue to wear the pump until replacement arrives.

Manufacturer narrative:
No alarms were noted after battery change and passed a21 error test, self test and displacement test. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.